Event description:
Surgeons report post operative leak after gastric by-pass surgery. No other info is available at this time. The surgeons are collecting the info and it will be sent in as a supplement as soon as it becomes available.

Manufacturer narrative:
Info will be supplied from surgeons as soon as they collect all the data and report to us. Device lot numbers not reported to MFR. Therefore, manufacture and expiration dates unk.